Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Review of the event history log (ehl) found no evidence to support the customer reported allegation of "system error 375". Review of the event history log (ehl) found multiple "system error 345" messages as evidence for the customer-reported allegation of "system error 375". The reported issue was not produced. Evaluation inspected the device and determined the issue to be attributable to system error 345 based on a review event history log and evaluation evidence. The discrepancy will be attributed to a syntax error. The device was found out of specification in relation to system error 345, which was not reproduced during evaluation. The cause was determined to be an out of specification downstream thermistor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an unidentified system error "375¿. The event occurred during routine testing at the biomed service. There was no patient involvement. No additional information is available.